Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was noted the patient had not charged his ipg in approximately 3 months. The sjm representative met with the patient and confirmed the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was removed and replaced.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient has effective therapy and the issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.